Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the tube placement was completed and counterpulsation was initiated, the device alarmed for air leakage. Adju stment still can not improve, then decided to withdraw the tube, contacted the engineer, initially suspected that the balloon folded. October 14, the engineer to the scene, the operator, nursing teachers, etc. Were present, the withdrawal of the balloon in the device built-in mode test run, found that the balloon excessive kinking phenomenon, can not be fully opened. Then manually went to adjust the balloon and the head end of the central lumen of the balloon broke off". Additional information states that another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was noted unwrapped. The teflon sheath was on the iabc. The iabc central lumen was noted bro-ken near the distal tip, at approximately 1.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample; no obvious blood was noted within the helium pathway. The customer submitted video was reviewed; the video shows that the iabc bladder was not fully inflating outside of a patient and the iabc bladder was noted twisted. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance, and the guidewire could not advance at approximately 1.5cm from the iabc distal tip due to the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 80.5cm from the iabc luer due to the broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "cannot be fully opened" is confirmed based on the customer video. In the video, the user was inflating the iabc outside the patient's body, where the bladder was not fully inflating, and the iabc bladder was noted to be twisted. According to the attached product complaint form, the user attempted to manually adjust the balloon which resulted in additional damage to the iabc. The intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip upon receipt of the sample. The twisted bladder caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "after the tube placement was completed and counterpulsation was initiated, the device alarmed for air leakage. Adju stment still can not improve, then decided to withdraw the tube, contacted the engineer, initially suspected that the balloon folded. October 14, the engineer to the scene, the operator, nursing teachers, etc. Were present, the withdrawal of the balloon in the device built-in mode test run, found that the balloon excessive kinking phenomenon, can not be fully opened. Then manually went to adjust the balloon and the head end of the central lumen of the balloon broke off". Additional information states that another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".